Event description:
It was reported by svc report that the wrong footboard was on the unit and the bed exit was not functioning properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Incorrect footboard was used on the unit. Correct footboard placed on unit.